Event description:
Affiliate reports x-rays revealed that three innie setscrews, all catalog# 179702000. Lot# unknown, loosened and back out of the spinal construct. Revision surgery was performed. No further details provided.

Manufacturer narrative:
The setscrews are not available for evaluation. Reviews of the device history records cannot be performed as the lot codes are unknown. Photocopies of x-rays were evaluated, however, no definitive conclusions can be made. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly placed and fully tightened.